Event description:
It was reported that the patient had an atrial fibrillation (afib) ablation on (B)(6) 2013. The patient developed an atrio-esophageal. On (B)(6) 2014, the patient had surgery to repair this issue. Clarification has been requested on the afib ablation date of march 10, 2013 and to request additional information on the event however, no response has been provided.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. Concomitant products: carto 3 system: mfg #:(B)(4), serial #:(B)(4). Coolflow pump: mfg #: unknown, serial #: unknown. C3 ez steer cs with auto ID: mfg #: (B)(4), lot #:unknown. Soundstar eco catheter: mfg #:(B)(4), lot #:unknown. Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
On april 25, 2014 additional clarification was provided on the event. The patient went in for an atrial fibrillation (afib) procedure. They performed the standard pulmonary vein isolation (pvi) with no additional posterior lesions. The procedure was completed. The patient came back to the hospital one week later for pericarditis and chest pain. A fistula was noted. Surgical intervention was performed. The patient required extended hospitalization. The patient had a stroke and remains hospitalized. The physician did not consider that the event¿s causality was due to any malfunction of the bwi products however, he thought that the causality was device related and procedure related. Originally it was reported that the serial number for the generator was unknown. The serial number has now been provided as (B)(4). Manufacturer's (B)(4)